Event description:
The devices were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device fired incorrectly, leaving the clips malformed (gapped). There was no pt consequence.

Manufacturer narrative:
Product complaint analysis team has completed its investigation. Results of investigation by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, abcd-no; damaged jaws, abcd-no; damaged feed bar, abcd-no; damaged floor, a-no bc-bent d-no; damaged handle shrouds abcd-no; damaged other, ab-top shroud; damaged tip shrouds, abcd-no; damaged trigger, abcd-no; damaged tube, abcd-no and damaged weld seams, abcd-no. Functional tests & results: antibackup functional: abd-yes d-n/a; firing: feed conform, abd-yes d-n/a; firing: form conform, abd-yes d-n/a; jaws: hold clip, abd-yes d-n/a; jaws: inside width at tips, ab-.175 c-.176 d-.17; lockout functional, abd-yes d-n/a and number of clips fed and formed, a-6 b-10 d-21. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. There were four instruments returned. Tow of instruments were returned with top shroud cracked and one with floor bent. Despite damage of instruments, they fired and formed remaining clips as designed with no anomolies noted of malformed clips. One of instruments was received with floor bent and empty and locked out. As instrument was empty, functional testing could not be performed. Fourth instrument was received inside of unopened sterile blister. This instrument was also fired and it fired and formed all clips as designed. There were no malformed clips noted on ay of clips. Each instrument is evaluated during assembly process to ensure clips feed and from properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.